Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing that led to pacing not being delivered when required. The patient was pacemaker dependent and was displaying symptoms due to pacing inhibition. The whole system was replaced, with both leads breaking during the explant procedure. Part of each lead was surgically abandoned. The patient had a lot of scar tissue build up that made the explant tough. A new leadless pacemaker was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing that led to pacing not being delivered when required. The patient was pacemaker dependent and was displaying symptoms due to pacing inhibition. The whole system was replaced, with both leads breaking during the explant procedure. Part of each lead was surgically abandoned. The patient had a lot of scar tissue build up that made the explant tough. A new leadless pacemaker was implanted successfully. The explanted portion of the lead was received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review information of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.